Manufacturer narrative:
No conclusion code is available. Failure event was observed during analysis. A partial lead with connector portion measuring 43.0cm was returned for analysis in one piece. External insulation abrasions were noted at 16.4-16.5cm and 16.7-16.8cm from the connector pin, consistent with lead friction to the implantable cardioverter defibrillator can. Internal insulation abrasions were noted at 21.5-22.2cm, 35.1-36.3cm, and 26.3-27.2cm from the connector pin. Various cable lumen were breached exposing the conductor cables, but the etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.